Event description:
The pacing system was implanted on (B)(6) 2019; the ventricular lead was implanted in the apex. Normal electrical performances were observed after the procedure. On (B)(6) 2019, loss of ventricular capture was observed and confirmed by pacemaker interrogation. The ventricular threshold increased from 0.75 v/0.35 ms to 2.0 v/0.35 ms and the ventricular wave amplitude decreased from 5.35 mv to 1.29 mv. Ventricular lead dislodgment could not be confirmed with x-ray. The ventricular output was reprogrammed to 7.5 v/0.6 ms and the pacing mode was reprogrammed from safer to ddd. A re-intervention was performed on (B)(6) 2019. Because of the elevated ventricular capture threshold, the physician suspected ventricular lead failure and explanted the lead. A new ventricular lead was placed in the ventricular septum. The electrical measurements performed were within normal range and the pacemaker pocket was closed. Before leaving the operating room, ventricular lead impedance measurements were again performed but the ventricular lead impedance was measured at 2800 ohms. Several measurements were made and revealed that the ventricular lead impedance fluctuated around 1000 ohms. The physician excluded lead dislodgement and decided to explant the subject pacemaker as he suspected an anomaly with it. A new pacemaker was connected to the ventricular lead but high ventricular threshold was again observed. The physician changed the position of the ventricular lead to the ventricular apex, where preferable electrical performances were observed. On (B)(6) 2019, loss of ventricular capture was reported. During the follow-up, the ventricular threshold was measured at 4.0 v/1 ms and the ventricular output was reprogrammed from 3.5 v/0.35 ms to 5.0v/1 ms. The same event was again reported on (B)(6) 2019. The ventricular lead impedance was measured at 2088 ohms and the ventricular output was reprogrammed to 7.5 v/1.0 ms. As the ventricular capture threshold remained between 7.5 v/1.0 ms and 5.0v/1.0 ms, the patient should be discharged from the hospital.

Manufacturer narrative:
Preliminary analysis of the returned unit revealed normal electrical and mechanical characteristics.

Event description:
The pacing system was implanted on (B)(6) 2019; the ventricular lead was implanted in the apex. Normal electrical performances were observed after the procedure. On (B)(6) 2019, loss of ventricular capture was observed and confirmed by pacemaker interrogation. The ventricular threshold increased from 0.75 v/0.35 ms to 2.0 v/0.35 ms and the ventricular wave amplitude decreased from 5.35 mv to 1.29 mv. Ventricular lead dislodgment could not be confirmed with x-ray. The ventricular output was reprogrammed to 7.5 v/0.6 ms and the pacing mode was reprogrammed from safer to ddd. A re-intervention was performed on (B)(6) 2019. Because of the elevated ventricular capture threshold, the physician suspected ventricular lead failure and explanted the lead. A new ventricular lead was placed in the ventricular septum. The electrical measurements performed were within normal range and the pacemaker pocket was closed. Before leaving the operating room, ventricular lead impedance measurements were again performed but the ventricular lead impedance was measured at 2800 ohms. Several measurements were made and revealed that the ventricular lead impedance fluctuated around 1000 ohms. The physician excluded lead dislodgement and decided to explant the subject pacemaker as he suspected an anomaly with it. A new pacemaker was connected to the ventricular lead but high ventricular threshold was again observed. The physician changed the position of the ventricular lead to the ventricular apex, where preferable electrical performances were observed. On (B)(6) 2019, loss of ventricular capture was reported. During the follow-up, the ventricular threshold was measured at 4.0 v/1 ms and the ventricular output was reprogrammed from 3.5 v/0.35 ms to 5.0v/1 ms. The same event was again reported on (B)(6) 2019. The ventricular lead impedance was measured at 2088 ohms and the ventricular output was reprogrammed to 7.5 v/1.0 ms. As the ventricular capture threshold remained between 7.5 v/1.0 ms and 5.0v/1.0 ms, the patient should be discharged from the hospital.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2019; the ventricular lead was implanted in the apex. Normal electrical performances were observed after the procedure. On (B)(6) 2019, loss of ventricular capture was observed and confirmed by pacemaker interrogation. The ventricular threshold increased from 0.75 v/0.35 ms to 2.0 v/0.35 ms and the ventricular wave amplitude decreased from 5.35 mv to 1.29 mv. Ventricular lead dislodgment could not be confirmed with x-ray. The ventricular output was reprogrammed to 7.5 v/0.6 ms and the pacing mode was reprogrammed from safer to ddd. A re-intervention was performed on (B)(6) 2019. Because of the elevated ventricular capture threshold, the physician suspected ventricular lead failure and explanted the lead. A new ventricular lead was placed in the ventricular septum. The electrical measurements performed were within normal range and the pacemaker pocket was closed. Before leaving the operating room, ventricular lead impedance measurements were again performed but the ventricular lead impedance was measured at 2800 ohms. Several measurements were made and revealed that the ventricular lead impedance fluctuated around 1000 ohms. The physician excluded lead dislodgement and decided to explant the subject pacemaker as he suspected an anomaly with it. A new pacemaker was connected to the ventricular lead but high ventricular threshold was again observed. The physician changed the position of the ventricular lead to the ventricular apex, where preferable electrical performances were observed. On 11 june 2019, loss of ventricular capture was reported. During the follow-up, the ventricular threshold was measured at 4.0 v/1 ms and the ventricular output was reprogrammed from 3.5 v/0.35 ms to 5.0v/1 ms. The same event was again reported on (B)(6) 2019. The ventricular lead impedance was measured at 2088 ohms and the ventricular output was reprogrammed to 7.5 v/1.0 ms. As the ventricular capture threshold remained between 7.5 v/1.0 ms and 5.0v/1.0 ms, the patient should be discharged from the hospital.